Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient implanted with an impella cp had oozing at the access site despite angle matching and a purse string suture. A femstop was placed and blood products were transfused to obtain hemostasis. Additionally, the pump was repositioned due to alarms and the anticontamination sleeve was torn. Care was withdrawn and the patient expired.

Manufacturer narrative:
The investigation of access site bleeding, product damage ( sleeve damage), and positioning issues has been completed. The impella device was not returned for evaluation. As per the clinical information provided, the root cause of the access site bleeding issue was most likely anticoagulation management related due to high patient activated clotting time (act) values. Positioning issue: clinical states that there were "impella in ventricle" alarms overnight and the pump was repositioned which helped troubleshoot the alarms. Pump was not returned. The reason for the pump position change is not clear. Therefore, the root cause of the positioning issue was most likely use related as position issue resolved with troubleshooting during support. Product damage (sleeve): clinical states that the sterile sleeve was torn on (B)(6) 2025 but no other supporting information is provided. Pump was not returned. Therefore, the root cause of the product damage - sleeve issue was not determined since product was not returned for investigation and insufficient clinical information was provided.